Event description:
It was reported to philips that the heartstart xl defibrillator could not provide therapy during surgery. The patient did not survive.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.